Event description:
It was reported through service report# (B)(4) that the brake/neutral/drive functions could allegedly not be activated electronically from the siderails of the footboard. No injury reported.